Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred.

Manufacturer narrative:
The outcome attributed to adverse event was shattered (fracture) tooth event date is approximate. Toothbrush manufacturing number or serial numbers were not provided. Customer contact information, email and mailing address were not provided. The complaint was received from a consumer in (B)(6).

Event description:
The consumer reported that their expertclean power toothbrush shattered their tooth. The 'shattered' description provided by the customer (via translation) is being interpreted as fracture of the tooth.